Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing ineffective coverage and programming was unable to resolve the issue. X-rays confirmed the leads had migrated. Surgical intervention was undertaken wherein the system was explanted.